Manufacturer narrative:
The device was not returned for analysis.

Event description:
It was reported that during a bier block procedure the patient experienced pain. It was reported by the user that the bier block did not work as the device was not used correctly. It was also reported that the device was used with the zimmer reusable cuffs. There were no reported medical interventions associated with this event.